Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the transmitter was not blinking when being on the charger or when connected to the sensor. The customer stated that she changed the battery and the sensor but issue persisted. The customer reported that when she changed the sensor; the sensor glucose was 150 mg/dl when her blood glucose value was actually high over 600 mg/dl. Customer stated she might have had something on her finger when she tested because she checked later and blood glucose level was normal. Troubleshooting was done with the transmitter and the light did not flash. Customer would call back after fully charging the transmitter.